Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the catheter allegedly had a damage near the stem. It was further reported that the damage was identified by pain from patient. There was no reported patient injury.

Event description:
It was reported that during a port placement procedure, the catheter allegedly had a damage near the stem. It was further reported that the damage was identified by pain from patient. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one power port implantable port was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A complete compound break was noted on the proximal end of the distal catheter segment and on the distal end of the attached catheter that appeared to be elliptical in shape. The distal catheter segment was returned. The edges of the complete compound break on the distal end of the attached catheter and on the proximal end of the distal catheter segment were noted to be uneven. The surfaces were noted to be granular in one region and round and smooth in the other region. Splits were noted on the border of both regions. Therefore the investigation is confirmed for the identified fracture, material separation, deformation and catheter wear issues. However the investigation is unconfirmed for the reported catheter damage issue as the specific damage like fracture, material separation, deformation and catheter wear issues were identified and confirmed. The break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device, method) h11: h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.